Manufacturer narrative:
The reported event of a bias current warning was duplicated. During the device inspection, the technician determined the cable¿s internal wiring was damaged. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility there was a bias current fault with the tps handpiece cord. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, there was a bias current fault with the tps handpiece cord. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.